Event description:
Customer's mother reported that insulin pump did not alert that the piston was at the reservoir during priming. Customer's blood glucose was 48 mg/dl which was treated with food. No further information provided

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.